Event description:
On (B)(6) 2025, a 59-year-old male patient presented with an acute myocardial infarction and cardiogenic shock and underwent placement of an impella cp mechanical circulatory support device for hemodynamic support following a witnessed cardiac arrest prior to hospitalization. After device implantation, the patient experienced additional episodes of cardiac arrest requiring resuscitation. During one of the cardiac arrest events in the intensive care unit, laboratory values showed a potassium level of 2.4 milliequivalents per liter and a ph of 7.19. The patient was weaned from the impella device on (B)(6) 2025. This event will be coded as a cardiac arrest with resuscitation.

Manufacturer narrative:
The root cause of the injury was unable to be determined due to insufficient clinical details.